Event description:
Additional information was received that the cause of death was reported to be acute tamponade.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, the incomplete expansion most likely was due to patient anatomy, as calcification of the native valve leaflets was reported. Calcification is a known cause of expansion issues and does not indicate a device failure or malfunction. Cardiovascular injuries, such as rupture are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. It was reported that the post-implant balloon aortic valvuloplasty (bav) caused the aortic root rupture and that the balloon used was too large. In this case, the physician did not attribute the rupture to the medtronic valve. Per the device IFU, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may be performed to improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices¿. It is unknown what pressure the balloon was inflated or other conditions present during the procedure. Cardiac tamponade and bleeding are also known potential adverse patient effects per the device IFU and can occur after cardiac procedures. In this case, most likely was a complication and consequence of the aortic rupture. There was no procedural imaging provided for review, showing the series of events leading to the aortic root rupture and patient death, neither an autopsy was reported. The patient death was ascertained to be unrelated to the valve or its function, and instead related to the post-implant bav procedure and subsequent rupture. Patient death are potential risks associated with the implantation of a bioprosthesis valve per the device IFU. A procedure or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. The physician did not attribute the death to the device. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a native bicuspid valve, balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon for two inflations due to incomplete expansion of the valve. The aortic root ruptured. It was reported that there was calcification of the native valve leaflets. It was reported that the bav caused the aortic root rupture and that the balloon used for the bav was too large. Cardiac tamponade occurred and drainage was performed. Percutaneous cardiopulmonary support was initiated. Blood loss was severe however it was decided not to convert to surgery due to patient and family¿s wishes. Subsequently, the patient expired.